Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported that the critical pump alarm was heard on 2024-mar-22. The patient was not exposed to magnetic resonance imaging. Regarding if the patient had been exposed to any other type of strong electromagnetic interference (e.g. Magnets), possibly the patient¿s mobile phone was indicated. The company representative did not have access to the session long report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the implant date of the pump was (B)(6) 2021, not the previously reported (B)(6) 2024. No explant had been planned and no new alarm had been further reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient heard a critical alarm today and went directly to the intrathecal baclofen (itb) center following him. When checking the logs, it appeared that the pump had had 12 motor stalls during the last month but recovered within 15-30 min each time. As per the logs provided the following occurred: (B)(6) 202411:07 - critical alarm regarding motor stall, (B)(6) 2024 11:20 - motor stall recovery, (B)(6) 2024 10:36 - critical alarm regarding motor stall, (B)(6) 2024.10:51 - motor stall recovery, (B)(6) 2024 13:17 - critical alarm regarding motor stall, (B)(6) 2024. 13:24 - motor stall recovery, (B)(6) 2024. 10:46 - critical alarm regarding motor stall, (B)(6) 2024.11:03 - motor stall recovery, 2024-mar-13 14:25 - critical alarm regarding motor stall, (B)(6) 2024. 14:32 - motor stall recovery, (B)(6) 2024. 11:42 - critical alarm regarding motor stall, (B)(6) 2024. 11:47 - motor stall recovery, (B)(6) 2024.13:17 - critical alarm regarding motor stall, (B)(6) 2024 13:34 - motor stall recovery, (B)(6) 2024 11:50 - critical alarm regarding motor stall, (B)(6) 2024 12:09 - motor stall recovery,(B)(6) 2024(B)(6) 09:05 - critical alarm regarding motor stall, (B)(6) 2024 09:14 - motor stall recovery, (B)(6) 2024 11:24 - critical alarm regarding motor stall, and (B)(6) 2024 11:51 - motor stall recovery. The patient had not heard the alarms before today. No underdose symptoms were noticed by the patient. It was noted that the patient has had his mobile phone close to the pump which could explain the issue. They set up an alarm as well, and the sound the alarm was presented to the patient to make sure that they will know how it sounds in case it would start again. The healthcare provider asked the patient to be very careful with the use of his mobile phone and attentive to any alarm. No surgical intervention was planned. No further intervention was performed apart from a refill of the pump on (B)(6) 2024. The pump remained implanted and in service. The issue was resolved as of (B)(6) 2024. The patient was without injury regarding their status as of (B)(6) 2024. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.